Event description:
On (B)(6) 2011, an elevate graft was implanted. It was reported that after and as a result of the implanted mesh the pt has experienced, mesh erosion, hardening, chronic pain and worsening urination leading to the need for surgery; has required and will continue to require healthcare; has incurred and will continue to incur medical expenses; has suffered and will continue to suffer, diminished quality of life, chronic pain, and other such damages. It was also reported that as a result of the mesh implant the pt was caused and/or in the future will be caused personal injuries, pain and suffering, emotional distress, financial or economic loss, including but not limited to obligations for medical expenses, present and future lost wages, and other damages.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.